Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this complaint from the united states journey ii retrospective study reports an episode of third degree heart block during the primary surgery. It was reported that during total knee arthroplasty procedure the patient had episode of third degree heart block. The heart rate dropped to 10. The procedure stopped. Crash cart brought in room, and the code team activated. No compressions were required, medication administered per anesthesia. The impact to the patient was the hospitalization was prolonged as a result of the event. The clinical study report forms were provided for review and only suggested that the cardiac issue was precipitated by the stress of surgery. Smith and nephew has not received adequate materials (operative reports from the surgeon) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka procedure patient had episode of third degree heart block. Heart rate dropped to 10. The procedure was stopped. The crash cart was brought in the room, and the code team activated. No compression required, medication administered per anesthesia. Hospitalization was prolonged as a result of the event.